Event description:
It was reported that the instrument fractured during trialing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Previously reported lot number, zb150302, is not valid. Therefore, the lot number is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.